Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, it was reported that the patient had an increase in lactate dehydrogenase (ldh) levels and was started on actylase for lysis therapy. Approximately 2 days later, the patient received a pump exchange.

Manufacturer narrative:
(B)(4): the manufacturer is attempting to acquire the explanted pump for analysis.the patient remains on lvad support with the replacement pump. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A direct correlation between the reported increase in lactate dehydrogenase (ldh) and the device could not be determined as the explanted pump was retained by the hospital and would not be available for evaluation. The instructions for use lists hemolysis as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the information received on july 9, 2015 indicated that the explanted pump was retained by the hospital.